Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed a kink in the sheath assembly. Microscopic inspection revealed an imaging core broken drive shaft that began 46 cm from the distal end of the connector shaft and impedance testing shows an electrical open at proximal wave form.

Event description:
It was reported that catheter issue occurred. The target lesion was located in left circumflex artery. An opticross hd catheter was used for ultrasound examination of the target lesion. During the procedure, the catheter was accidentally fractured when delivered into the patient's body. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that catheter issue occurred. The target lesion was located in left circumflex artery. An opticross hd catheter was used for ultrasound examination of the target lesion. During the procedure, the catheter was accidentally fractured when delivered into the patient's body. The procedure was completed with a different device. No patient complications were reported.